Event description:
A customer reported the system switched off completely and would not reboot during a cataract with intraocular lens implant procedure. A new cartridge was inserted; however, the machine kept resetting and they had to go back to the start of settings. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).